Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that they received a higher reading on the adc freestyle libre sensor compared to a "fire-fighter's meter." The customer experienced unspecified symptoms of hypoglycemia and lost consciousness. The customer further reported that a sensor scan reading of 103mg/dl was compared to a blood glucose reading of 12mg/dl on the fire-fighter's meter. The customer was treated with glucagon injection and intravenous glucose at the hospital.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received a higher reading on the adc freestyle libre sensor compared to a "fire-fighter's meter". The customer experienced unspecified symptoms of hypoglycemia and lost consciousness. The customer further reported that a sensor scan reading of 103mg/dl was compared to a blood glucose reading of 12mg/dl on the fire-fighter's meter. The customer was treated with glucagon injection and intravenous glucose at the hospital.